Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was returned outside of the loading device. The seal and the tension spring assembly was not returned for evaluation. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
Summary: the hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) would not load. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) would not load. A replacement device was used to complete the procedure. No patient involvement.